Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 2 months after the dental implant and abutment were placed in ada site 11 the mouth, the implant did not achieve primary stability or osseointegration. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 2 months after the dental implant and abutment were placed in (B)(6) site 11 the mouth, the implant did not achieve primary stability or osseointegration. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)